Event description:
Rn drew up toradol from 1ml vial with a 3ml syringe, 22g, 1.5 inch needle. Medication in syringe was clear orange, should be colorless. Residual in vial was then drawn up in another syringe - clear/colorless. After setting on a desk for awhile the orange color settled to the bottom of the syringe. Confirmed vial was cleansed with alcohol prep pad only. Second syringe used was from same co and lot number. Medication not given to pt.

Event description:
Add'l info rec'd from MFR 8/10/04: the complaint was received on may 11, 2004, at that time the reporting facility was not able to identify a finished goods lot number. MFR has re-contacted the facility based on the new info provided with the FDA request, which did identify a lot number. The facility has confirmed that the original complaint received by smiths medical asd, is the same complaint in the FDA request letter. A review all relating manufacturing and syringe/needle incoming inspection documentation was performed and there were no notations as to a nonconformance. A search of the complaint database shows there have been no other reports on this catalog number for a similar nature. Supplier has reported that they are unable to assign a root cause. They went on to say; "all colorants are molded into the products before syringe assembly process and will not leach out." In addition, the supplier evaluated fifty retentions samples from each of the assembly lot numbers that were associated with this finished goods. These lots did not reveal any abnormalities. The supplier has not received any other reports for a similar nature.

Event description:
Add'l inf rec'd from MFR 8/10/2004: this complaint was received on 05/11/2004, at that time the reporting facility was not able to identify a finished goods lot number. MFR has re-contacted the facility based on the new info provided with the FDA request, which did identify a lot number. The facility has confirmed that the original complaint received by smiths medical asd, is the same complaint in the FDA request letter. A review all relating manufacturing and syringe/needle incoming inspection documentation was performed and there were no notations as to a nonconformance. A search of complaint database shows there have been no other reports on this catalog number for a similar nature. Supplier has reported that they are unable to assign a root cause. They went on to say; "all colorants are molded into stet products before syringe assembly process and will not leach out". In addition, the supplier evaluated fifty retentions samples from each of the assembly lot numbers that were associated with this finished goods. These lots did not reveal any abnormalities. The supplier has not received any other reports for a similar nature.